Manufacturer narrative:
The product has been requested for investigation, and a final report will be submitted, when the investigation is complete.

Event description:
Customer reported receiving imprecise readings on their freestyle lite blood glucose monitor. Customer reported receiving readings of 99 mg/dl, 360 mg/dl, and 299 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.